Manufacturer narrative:
During inspection and testing, the foreign material found in the suction channel, the forceps channel, and the air/water channel was suspected to be due to insufficient cleaning of the device. In addition, service found there was play in the angle knob, and the bending angle was out of specification due to wear of the angulation wire, the illumination lens was cracked, the insertion tube was wrinkled and collapsed due to external factors, the adhesive on the bending section cover was chipped, the plastic distal end cover was scratched, the adhesive on the objective lens, and the light guide lens was peeled off, the switch button one was scratched, the paint on the suction cylinder was peeled off, the control section was stained, the switch button four was worn, a leakage from the grip, the suction volume was out of specification due to blockage of the suction channel, and the multiple parts of the device were scratched. The reported issue (loose water supply connector) was confirmed and found to be caused by external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the water supply connector was loose. There was no patient/user harm or injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, it was observed that the suction channel, the forceps channel, and the air/water channel was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in the suction channel, the forceps channel, and the air/water channel).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 16-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from insufficient reprocessing. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.